Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they started throwing up and the cgm was displaying 240 mg/dl. The patient did not perform a fingerstick at the time and asked their spouse to take them to the hospital. The patient was taken to the hospital at 10:30pm and when they arrived, the hospital staff performed a finger stick reading and the meter was reading 345 mg/dl. The patient was administered fluids, nausea medicine and insulin. After 30-40 minutes after treatment, they performed another finger stick reading and the meter was reading 140 md/dl. The patient was sent home at 3:00am with a prescription for nausea medication. At the time of contact, the patient was doing good. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional event or patient information is available.